Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder (lot 10329025) was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath (lot 10402431). During the procedure, heparin was administered, and patient's activated clotting time (act) level was high out of range. Transseptal puncture was performed and access was achieved. Immediately after access to the left atrium was achieved, blood pressure became unstable. An effusion check was performed, and no effusion was observed. The patient had tenuous blood pressure for the remainder of the procedure and was supported with pressors. The 25mm amulet occluder was deployed once then recaptured and removed. The device was exchanged with a 28mm amplatzer amulet left atrial appendage occluder (lot 10327365). The device was prepared and connected to the sheath, and air bubbles were seen in the loader. There were no adverse effects noted from the bubbles, and no changes on electrocardiogram (ECG). The device was disconnected and replaced with another 28mm amplatzer amulet occluder (lot 10327365), which was successfully deployed in the laa with single deployment. The close criteria was met, and no effusion was noted. Protamine was given at the end of the case. The patient was sent to recovery. Two hours after the procedure, the patient had a code blue and cardiopulmonary resuscitation (CPR) was performed. The patient regained pulse quickly, was given multiple rounds of epinephrine, and placed on pressors. The patient was found to have a pericardial effusion. A pericardiocentesis was performed, and 350cc in total were removed in over 12 hours. The pressors were discontinued and a drain remained in place. The physician believes that patient possibly had the pericardial effusion from transseptal puncture. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of air/gas in the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine the cause for the reported air/gas in the device. . There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder (lot 10329025) was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath (lot 10402431). The patient was under general anesthesia. During the procedure, heparin was administered, and patient's activated clotting time (act) levels were above 300 seconds. Transseptal puncture was performed low mid, and access was achieved. Immediately after access to the left atrium was achieved, blood pressure became unstable. An effusion check was performed, and no effusion was observed. The patient had tenuous blood pressure for the remainder of the procedure and was supported with pressors. The 25mm amulet occluder was deployed once then recaptured and removed as it was too small. The device was exchanged with a 28mm amplatzer amulet left atrial appendage occluder (lot 10327365). The device was prepared and the loader was immediately connected to the sheath, and air bubbles were seen in the loader. Continuous flush bag was attached to the system. No aspiration was performed. There were no adverse effects noted from the bubbles, and no changes on electrocardiogram (ECG). No air embolus was observed. The device was disconnected and replaced with another 28mm amplatzer amulet occluder (lot 10327365), which was successfully deployed in the laa with single deployment. The close criteria was met, and no effusion was noted. Protamine was given at the end of the case. The patient was sent to recovery. Two hours after the procedure, the patient had a code blue and cardiopulmonary resuscitation (CPR) was performed. The patient regained pulse quickly, was given multiple rounds of epinephrine, and placed on pressors. The patient was found to have a circumferential pericardial effusion near the appendage along with cardiac tamponade. A pericardiocentesis was performed, and 350cc in total were removed in over 12 hours. The pressors were discontinued and a drain remained in place. The physician believes that patient possibly had the pericardial effusion from transseptal puncture. The patient status was reported as stable. No additional information was provided.